Event description:
It was reported that the patient experienced increased pain and lack of efficacy; less than 50% therapy relief. The doctor sent the patient to a surgeon for a catheter revision. The doctor wanted the catheter placed at a higher level between t8-t10 (currently believed to have been at around t12). The doctor was unsure if the catheter migrated and also questioned a possible fracture at the t12 area. The revision took place on (B)(6) 2013. During the revision a new catheter was placed with the tip level at t8. The patient was also uncomfortable with the size of the current pump and complained of it sticking out so the pump was replaced with a smaller size. Following the revision the daily dose was decreased to 1.2mg/day of morphine dolling new catheter placement per the doctor¿s orders. Patient outcome was reported as no injury. The device system delivered morphine and bupivacaine.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter. (B)(4).